Event description:
While using a stryker core 3 surgical drill, the plastic bur shield protecting the bur shaft and rotating tip bond, fused and melted to the rotating tip. This occurred within a millisecond and resulted in a severe abrasion/burn to the pt's lip. This is the 3rd time I have had a similar problem with this bur shield design and have contacted the MFR.